Manufacturer narrative:
The device was returned to the manufacturer and a sample of the fluid was taken for further analysis. This report will be updated when the evaluation is complete.

Event description:
It was reported that the device was leaking blood and water after several cleaning's. This was noticed during sterilization. There was no patient involvement or adverse consequences related to this event.